Event description:
New information provided indicated the post-paced t-wave oversensing issue remained and further programming changes were recommended.

Event description:
It was reported that when an asymptomatic patient presented in-clinic during a routine follow-up, post-paced t-wave oversensing was observed. Device was reprogrammed but the issue was not resolved. Device was later reprogrammed to a different parameter setting. No further information is available.

Event description:
New information notes that the prior recommended programming changes were made. Subsequently, non-sustained lead noise due to post-paced t-wave oversensing was observed via remote transmission. The patient remained asymptomatic. The device was reprogrammed and remains implanted.